Event description:
Tech alleged that the head will not raise up. No pt impact.

Manufacturer narrative:
The tech found the head up valve was bad. The tech replaced the head up valve to resolve the issue.